Event description:
The atrial lead dislodged during extraction of the fidelis rv lead. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: (B) (4) no anomalies found; blood/body fluid was observed in all conductors and in/on the helix mechanism; the inner tubing was found kinked/buckled; outer insulation was found breached cut; the helix was found distorted/bent; the lead was found stretched; apparent explant damage; full lead analyzed.